Event description:
Loud screeching sound alerted family member. Family member pressed the 'silence/reset' button which caused the ventilator to shut down. No alarms noted. Moments later (15-20 seconds) vent came back on. Nurse felt vent and said they could not keep their hand on the front cover due to excessive heat. When rt arrived to switch out vent, the vent was operating normally and was only warm to the touch. Unit was operating on ac power. No patient harm.